Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii xenon light source displayed a b30 (scope communication) error with 190 scopes during preparation for use. The intended procedure was a diagnostic esophagogastroduodenoscopy. The procedure was completed using a replacement device (gif-h190 serial number (B)(4). There was no procedural delay, medical intervention required or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the attachment of foreign substances and moisture at the electrical junction. Olympus will continue to monitor field performance for this device.